Event description:
Patient reported that pump was not used for a week and, though it was charged initially, it will not power on. There was no adverse impact to the customer's blood glucose level. Without the tandem charging cable, further troubleshooting could not be completed, and patient planned to follow up after locating the charging cable or adapter.